Event description:
It was reported chemotherapy infused longer than the anticipated time. There was patient involvement however no patient harm. Additional information was received by the customer. It was reported that oxaliplatin (500ml/0.345mg/ml) was programmed to infuse over two (2) hours at a rate of 250ml/hr. At the completion of two hours, 200 ml remained in the bag. Programming reviewed with a second clinician and programming was correct. Pharmacy reviewed preparation photos and overfill was properly removed. Customer clinical engineering performed an internal investigation on the pump, which was noted to be delivering within an acceptable delivery range.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not definitively confirmed through log review or reproduced during laboratory testing. However, there were events of occlusion patient side alarms which indicate the presence of back pressure during the infusion. ¿ laboratory testing showed the pump module was delivering fluids within specification. ¿ the pcu event log showed that on august 27, 2024, at 1:24 pm the suspect pump module was selected as channel d. ¿ at 1:28 pm the pump module was programmed for guardrails drug (primary infusion) for drugid 350 (oxaliplatin) to infuse at drug amount of 175.5 mg, diluent volume of 500 mg, dose of 84.56 mg, concentration of 0.345 mg, rate of 250 ml/h and vtbi (volume to be infused) of 500ml. ¿ on 27 august 2024, at 3:15pm, the pump module alarmed ¿occluded patient side¿. At this moment, the total primary volume infused from the time the infusion was programmed at 1:28 pm to 3:15 pm was measured to be=446.82ml. ¿ immediately after this event, the vtbi (volume to be infused) of the infusion was changed to 200ml. Upon completing the infusion, 3 more consecutive were programmed with vtbi (volume to be infused) of 50ml, 20ml, and 10ml respectively. At 4:30 pm, infusions were stopped with a pvi (primary volume infused) of 747.825ml. ¿ a review of the pcu and pump module error logs showed no records associated to the reported incident. ¿ inspection and laboratory testing of the event administration set could not be performed because the set was not returned for investigation. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported under infusion was not identified during the investigation. The suspect pump module passed the rate accuracy testing within specification limits.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported chemotherapy infused longer than the anticipated time. There was patient involvement however no patient harm. Additional information was received by the customer. It was reported that oxaliplatin (500ml/0.345mg/ml) was programmed to infuse over two (2) hours at a rate of 250ml/hr. At the completion of two hours, 200 ml remained in the bag. Programming reviewed with a second clinician and programming was correct. Pharmacy reviewed preparation photos and overfill was properly removed. Customer clinical engineering performed an internal investigation on the pump, which was noted to be delivering within an acceptable delivery range.